Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The plan is continuing to be monitored. Additional information received indicates that the ICD delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Currently, this ICD remains in service and no additional adverse patient effects were reported.